Event description:
It was reported that the patient with this pacemaker experienced lightheadedness and dizziness every 21 hours. Boston scientific technical services (ts) stated that this was most likely right ventricular automatic capture since the atrioventricular delay was shortened. As of this time, this device remains in service. No adverse patient effects were reported.